Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2018-jul-03. The hcp indicated that a change in medication and discontinuation of their oral steroids led to the imbalance that led to the fall. There was no damage noted. It appears to be okay. There is still tenderness at the implantable neurostimulator (ins) site but it is improving. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The pat ient was on steroids but their doctor took them off the steroids and 3 weeks ago they fell 3 times in 5 days. When they fell, they fell right on the device. The patient is able to walk but when they sit it hurts really bad. The patient was calling because they wanted to know if the fall could have caused the device to move. Patient services reviewed that falls can damage the device. The patient said that they have been back on the steroids for 2 weeks and they are feeling batter. The patient was redirected to follow up with their healthcare professional (hcp) to have their device checked. No further complications were reported/are anticipated.